Event description:
Voluntary medwatch received states that right ventricular (rv) lead was explanted for unknown reason. No additional information was available.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183470.